Event description:
Reporter alleged she attempted to test on her aviva sys, but it would not recognize the blood drop and produce a result. Reporter stated she took her normal 30 units of novolin insulin and hours later, she was driving in her car when she lost her vision because of hypoglycemia. Reporter stated the emts were called and shot an unk substance into her mouth. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device.

Event description:
The customer contact reported unrestricted flow. It was reported that the tubing set was primed with an unspecified IV solution. The cair clamp and the two slide clamps were placed in the closed position and the solution container was hung on an IV pole in preparation for later use. After an unspecified length of time prior to pt use, it was reported that although the clamps were engaged, fluid continued to drip from the distal end of the tubing set. It was reported that the tubing set remained in clinical use and was connected to the pt. The customer contact reported that "once the tubings are connected to the patients, the dripping is no long an issue." There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided.